Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable iron gen.2 results for one patient on their c501 analyzer. The patient's initial iron result was 7.63 ug/dl accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2014, the patient had a new sample drawn and tested. The iron result was 106.41 ug/dl and it was reported outside the laboratory. The doctor complained as the patient was not taking an iron supplement. On (B)(6) 2014, the patient's initial sample was repeated and the result was 128.32 ug/dl. On (B)(6) 2014, the patient had another sample drawn and the result was 93.04 ug/dl. The patient was not adversely affected. The iron reagent lot number was 692342 and the expiration date was 11/29/2014. The field service representative visited the customer site and checked the process.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data were within range.